Event description:
It was reported that pt is experiencing tenderness and gastric problems believed to be related to mesh implant.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.